Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation.

Event description:
On 05/28/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: it was reported that during a da vinci-assisted surgical procedure, the customer placed a raytec inside the port during the procedure and observed a piece of plastic inside the patient¿s body on the laparoscopic instrument and was retrieved during the same procedure . Upon inspection, the fragment was identified as the o-ring from the universal seal accessory. The procedure was completed as planned.